Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a patient. The following results were provided: sid (B)(6) = 122.6 ng/l, repeated on another alinity = 9.3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that lot 68468ud00 is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I assay was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a patient. The following results were provided: sid (B)(6) = 122.6 ng/l, repeated on another alinity = 9.3 ng/l no impact to patient management was reported.